Event description:
Additional information received reports that the patient underwent surgical intervention in which their leads were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's leads were showing high impedances. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Correction d6b: explant date was missing.